Event description:
It was reported that the camera head on stacker is only working intermittently - the stacker was working during the morning checks but once the scope was in the abdomen it was shining either to bright or dark or no picture at all. Therefore, there was overexposed image and loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: account: leigh infirmary. Reported by the customer: theatre staff and surgeon reported that the camera head was working intermittently and producing a blurry image during procedures. P/n: 1688210105i. S/n: (B)(4). Summary of evaluation: initial assessment: performed a functional test, qip inspection, and a soak test on the camera head no faults were found during testing. The camera head operated consistently, with no image distortion or intermittent behavior observed. Root cause identified: fault traced to a defective connector on the transition board inside the ccu, affecting image signal quality. Action taken: camera head: no repairs necessary; unit passed all diagnostics. Ccu: replaced faulty connector on the transition board. Post-repair testing confirmed proper image output and stable operation. Conclusion: camera head found to be fully functional. The issue experienced on-site was due to a fault in the ccu, not the camera head itself. System now operating within expected parameters. Probable root cause: cables, hdmi cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, software, camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring), problem toggling light source, connected monitors, leaking, poor grounding (e.g camera head connection from cable to transition board), no/incorrect communication with light source, soaking cap disconnection during sterilization, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, cybersecurity attack, pendulum ch inertial measurement unit (imu), use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the camera head on stacker is only working intermittently. The stacker was working during the morning checks but once the scope was in the abdomen it was shining either to bright or dark or no picture at all. Therefore, there was overexposed image and loss of image.